Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on june 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain at implant site. The patient was reimplanted with another cochlear device during the same surgery.